Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. Upon eval, the charger would not power on. The cause of the inability to power on was isolated to ca board sn (B)(4). The root cause of the defective ca board cannot be positively identified. No adverse event resulted from the defective board. The last pt to use this battery charger did not report any problems.